Event description:
The following has been reported: pump sent to biomed with red tag, no info from clinical user, biomed running test infusions and no errors reported. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The system on module (som) was found to be defective. This has been escalated internally as a scar and CAPA. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.